Event description:
The device was being utilized to declot a dialysis graft. The balloon was inflated and remained inflated for approx three minutes. Attempted deflation of the balloon was unsuccessful. Upon an attempt to completely remove the catheter, the balloon detached from the catheter tip. The segment remained within the dialysis graft. The balloon fragment was successfully removed in surgery.